Manufacturer narrative:
The account replaced the four casters to repair the stretcher.

Event description:
The account alleged the locking teeth on the casters were broken, allowing the casters to swivel a 1/4 turn while in brake.